Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on the investigation, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
A product liability claim was raised. It was reported that during initial surgery on (B)(6) 2009, surgeon implanted durom acetabular component 56/50 code p on the right side and sustained a posterior wall fracture of acetabulum. Then exchanged durom with 58 mm trabecular metal cup and failed. The surgery was completed with 62 mm trabecular cup. Notes: the implantation and explantation dates are left empty as an intra operative bone fracture was found during initial surgery. Hence, no expiration date is captured, for the same reason.